Manufacturer narrative:
Event date: date is approximate. Explant date is approximate. Other applicable components are: product ID: 3889-28, lot#: va1htrn, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their skin got infected and the ins was removed in 2018, then the lead broke while coming out. The stated their pain management doctor would like to know if the patient can have an MRI with the partial lead. The reported they were going to speak with their healthcare provider about removing the partial wire because it worked its way to the surface and was poking them. No further complications were reported or anticipated.